Manufacturer narrative:
Product complaint # ==> (B)(4). H3 investigation summary: the product was returned to ethicon for evaluation. One open box with five representative unopened samples and one dispensed unused strand double armed were received for analysis. Product code v416h. The complaint sample was not received for evaluation. Upon initial inspection of the samples, no external damages were observed on the external packets. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related and no defects were observed during evaluation. A functional test was performed using instron equipment, and the pull force results were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. H6 component code: g07002 - no device problem found this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: it was indicated that 20 devices are involved in this file. Could you please confirm how many devices demonstrated the alleged deficiency? 20 - did the event occur during one or multiple patient procedures? One - what is the total number of procedures? One - have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? N/a - please provide the source or name of person providing answers to follow-up questions: (B)(6).

Event description:
It was reported that a patient underwent a senology breast procedure in (B)(6) 2025 and suture was used. During the procedure, needle pull-off during tissue passage, suture breakage intra-operative every time the they replace thru a new one. No patient harm nor significant delay reported. Procedure finished with same like device. No adverse patient consequences were reported. Additional information was requested.